Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the hospitalizations were due to asthma, not diabetes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his wife taken to the emergency room for an unknown reason. Customer's blood glucose level was unknown. Customer had some x ray and took insulin pump off. The sensor will not be returned for analysis.